Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube procedure, at the first firing, on esophageal resection, the device was set up. After the adapter and the reload were connected, the opening and closing check was not performed. When the surgeon performed the articulating operation, the cartridge kept in articulating state and could not be operated. The adapter and cartridge were removed and a new adapter and cartridge were opened for use. After that, device was used without problems. Gap on the connecting part between the adapter and the reload was found. The surgical time was extended by less than 30 minutes. There no patient injury.